Event description:
It was reported that approximately 10 months after stent placement in the left sfa, the stent occluded. A stent fracture was identified via x-ray. A surgical bypass procedure was performed. The patient is now symptom free.

Manufacturer narrative:
The lot history records have been received with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states. (B)(4)